Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified shunt of right forearm. A 5.0 mm x 40 mm x 40 cm sterling balloon catheter was advanced for dilation. During the third inflation for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.